Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced unintended stomach and mid-back stimulation. Reprogramming was unsuccessful. X-rays confirmed the epidural lead had migrated. Surgical intervention will take place to address the issue.